Manufacturer narrative:
Customer called the olympus technical assistance center (tac) support to troubleshoot the device. Tac instructed the customer to check the fuses to see if they are blown and replace them. If the issue persists, then send it in for repair. The device was returned to olympus for evaluation and the customer¿s allegation "can¿t be turned on again" was confirmed. The evaluation uncovered a blown fuse, charred fuse component on ac inlet of power supply, the power supply needed to be replaced, a worn-out socket slider caused intermittent use of high intensity mode and olympus lamp life meter was reading 500+hours and lamp life expired. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus during a colonoscopy procedure, the evis exera ii xenon light source shuts down by itself during a case and does not turn back on. Even when it was connected to a different outlet, and still did not power on. There was a 20 minute delay reported. The patient had conscious sedation, not a general. The device was working appropriately before the procedure with no issues. The procedure was completed using a different light source as this light source would not come back on. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. The DHR was unable to be reviewed for this device since it was manufactured more than 15 years ago. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The case is not due to design. Based on the results of the legal manufacturer's investigation, a definitive root cause of the blown fuse and charred fuse component on the ac inlet of the power supply could not be identified. Olympus will continue to monitor field performance for this device.